Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead fractured. The patient was evaluated during a routine follow-up and there was an alert indicating a lead safety switch. The pace impedance measurements were reviewed which indicated that there was an impedance jump from 480 ohms to greater than 2,500 ohm measurements. An x-ray was performed and the fracture was revealed. The patient was not dependent on ventricular pacing and was programmed to pace/sense in the atrium only as the patient has sick sinus syndrome. No adverse patient effects were reported. Additional information indicates that the physician planned to perform a revision procedure. It is unknown at this time whether or not a revision procedure has been completed. No information is available directly from the associated facility.